Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator. The reason for call was caller mentioned that there were times whenever they would pass on through the metal detector / "xray" in the airport, the patient would feel a little shock.  They would sometimes feel little shock, sometime they wouldn't. Agent reviewed to turn the stimulation off whenever passing thru the metal detectors. Agent had patient visit hcp if the shock would be persistent, however patient mentioned it's not and it's only when they pass those metal detectors.